Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device channel (all channels) tested positive with coagulase-negative staphylococci greater than 72 cfu/100 mil and greater than 100 cfu/endoscope. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Regional repair center (rrc) olympus france performed the device evaluation. The following findings were identified during device inspection : a-rubber glue separated. Key top 1 has cuts. Universal cord kinked. Right left knob angulation play, up down knob angulation play. Right left knob angulation , up/down knob less than the specifications. Below are information on customers cds checklist: no patient infection noted. Cleaning, disinfection and sterilization (cds) - paa_cds machine soluscope 4. Aer/ewd reprocessor: tested. Model name: soluscope 4. Detergent name: anios cln. Disinfectant name: anios paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, detergent used : none. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel, distal end areas around elevator. Brush model: brossette olympus mal-1534 / ecouvillon tec care enr-kit2-15-200. Manual disinfection performed- no response. Scope not sterilized. Scope storage: drying cabinet. Scope maintenance : by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of reviewing the users cds check list, the following contents deviated from the reprocessing procedures written in the instruction manual: - balloon channel was not brushed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the users deviation in device reprocessing method caused the event.. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.